Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was "low", although specific value was not provided. Customer consumer carbohydrates to address their bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.